Event description:
It was reported that while inserting a 6mm self-drilling screw into the superior orbital rim, the surgeon felt some resistance and the head of the screw subsequently broke off and was aspirated by suction. The surgeon chose not to remove the screw from the bone and inserted the next screw without difficulty in the next hole. There were no significant delays in surgery and the broken piece was retrieved by suction.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Date reported in error, only a fraction of the screw remained in the bone.